Manufacturer narrative:
Investigation summary: "material #: 364415. Lot/batch #: 3304355 and 4128356. Bd received 6 samples (3 from lot# 3304355 and 3 from lot# 4128356) as well as a video for investigation. The video was reviewed and the indicated failure mode for insufficient blood flow was observed. The customer samples were evaluated by visual examination and functional draw testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd preset¿ syringe, there was insufficient blood flow as the syringe failed to draw the desired volume of blood. There was no adverse impact to patients or users reported.